Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. Unable to confirm the no delivery alarms. No traces of moisture were found at the reservoir tube, electronic, or motor assemblies. Please see medwatch report # 3004209178-2013-95838.

Event description:
It was reported that the insulin pump was malfunctioning and the customer was experiencing high blood glucose of 570mg/dl. The mother contacted her doctor and she was told to stop using the device and to take the customer to the emergency room. The caller mentioned that insulin leaked into the reservoir compartment. The mother stated that she fill nine reservoirs and the insulin pump kept alarming no delivery. Troubleshooting was performed, and the self test passed. The caller did not feel comfortable and requested a replacement. No further information was provided.